Event description:
A customer reported a malfunction alarm with their device, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the process, and confirmed the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.